Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2010-03365. It was reported that following a stenting treatment procedure, the patient experienced a myocardial infarction. Two target lesions were treated at the index procedure. The first was a 65-80% stenosed, non bifurcated, 55mm long, high risk grade "c" lesion located in the proximal to mid saphenous vein graft (svg) to the left circumflex (lcx) and first obtuse marginal (om) with timi-3 flow. The second was a 70% stenosed, non bifurcated, 10mm long, high risk grade "c" lesion located in the mid svg to the right coronary artery (rca) with timi-3 flow. A mach1 al1 7f guide catheter was used to engage the svg to the lcx and om. An attempt was made to deploy a filterwire ez 190 cm embolic protection system but was not deployed. A choice pt 0.014 guide wire was advanced followed by a 3.5x30mm apex balloon catheter. The lesion was predilated at 12atm for 32 seconds resulting in 50% residual stenosis. The balloon catheter and filterwire were removed, and the 3.5x38mm taxus liberte long stent delivery system (sds) was advanced and crossed the target lesion in the mid vessel. The stent was deployed at 18atm for 35 seconds. A 3.5x28mm taxus liberte sds was then advanced to the proximal lesion, and the stent was deployed at 18atm for 18 seconds. Final residual stenosis for both lesions was 0% with timi-3 flow maintained. The wire was removed and the guide catheter repositioned to engage the svg to the rca. A filterwire ez 190cm embolic protection system was advanced and deployed. A 3.5x20mm taxus liberte sds was advanced and the stent deployed at 18atm for 25 seconds resulting in 0% residual stenosis. The filterwire was captured and removed with the retrieval sheath and guide catheter removed and the procedure ended. It was reported that the patient tolerated the procedure well. Four days post index procedure, the patient presented to the emergency department with moderate to severe radiating right sided chest pain and nausea which was not helped with pepsid, maalox or nitroglycerine (all taken at home). Initial troponin level was 0.81 and initial EKG showed st depression leading to the diagnosis of a non-st elevation myocardial infarction. Troponin peaked at 11.1, cpk peaked at 451 and cpk-mb peaked at 40.8. Angiography found the stent in the svg to the rca to be patent, but the graft to the lcx and om to be 100% occluded in the proximal section. It was noted that the vessel was protected with collaterals. No intervention was performed and the patient was discharged home 2 days later with instructions for further follow up. It is reported that per the site, the event is considered resolved with sequelae.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).